Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.